Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove residual air from the cartridge. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose.